Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. No off no power alarm could be verified due to the blank display. The insulin pump was received with a cracked case at the display window corners.

Event description:
It is reported that a customer has no power in their insulin pump. The pt's blood glucose level was unk. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.